Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention was undertaken wherein lead fracture was seen. The lead was explanted and replaced to address the issue. Reportedly, effective therapy was restored post op.

Manufacturer narrative:
As reported the lead replacement was due to lead fracture was confirmed. As received the model lead 3186 was complete, microscopic inspection observed all wires broken in the lead, that would cause loss of therapy as reported. The cause of the event remains unknown.